Manufacturer narrative:
Updated/corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving diluadid (hydromorphone) at an unknown concentration and dosage via an implantable pump for non-malignant pain and radiculopathy. It was reported that the patient had their pump replaced on (B)(6) 2017. It was replaced with a pump from another manufacturer. The patient stated that they would have needed the pump replaced in about 6 months, but the pump was not working correctly and was not giving the medicine like it was supposed to. The patient stated that they changed the drug concentration 3 times, trying to get it to work. Interventions consisted of a total system explant. There were no symptoms reported. The pump started to not work correctly ¿about a year ago.¿ the patient was calling to inquire about what to do with the ptm and was transferred to the repair department regarding a ptm donation. There were no further complications reported/anticipated.